Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had lab work done and it was noted that he had a lactate dehydrogenase (ldh) of 700, which had increased since baseline of 300. A ramp echocardiogram (echo) was conducted and they were able to unload the left ventricle (lv). The echo showed potential clot on the left atrial appendage and potentially in the lv. No signs or symptoms of heart failure or hemolysis noted other than increase in ldh level. Patient as started on bivalirudin gtt and they continued to monitor him overnight. The patient's ldh level continued to climb to 900. There was discussion of heparin gtt, plavix or persantine. However, it was decided to do a pump exchange. Pump exchange completed.

Manufacturer narrative:
The manufacture is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.